Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: visual analysis of the returned product revealed that a paper lid, an empty winding former and a needle-suture piece of product code eh7086h were received to ethicon inc for evaluation. Upon visual inspection of the returned sample, the suture end was observed to have damaged and was broken due to stress applied. In addition, no damaged caused by surgical instrument or use were observed. The length suture was measured and did not meet the requirement due to returned condition of the sample. The damaged suture defect has been correlated to the manufacturing process. Based on the information currently available, the damaged suture defect was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigation summary: an opened box with four packets of product code eh7086h was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the exact issue? The sutures broke under normal conditions in pediatric surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date? Could you please confirm what do you mean by torn? Are more reports related to this pc number? If yes could you please provide pc related?.

Event description:
It was reported that a patient underwent a hand surgery on an unknown date in 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.